Event description:
It was reported that embolism occurred, requiring additional device. On (B)(6) 2025, the subject underwent treatment with the ranger drug coated balloons as a part of the clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery and left proximal popliteal artery with 5.5 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter 400 mm lesion length with 100 % stenosis and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to the treatment of target lesion with study device, pre-dilation was performed using 4 mm x 200 mm mustang pta balloon and lithotripsy was performed using 1.5 mm x 250 mm shockwave javelin lithotripsy device. Treatment of target lesion was performed by dilation using study devices, two 4 mm x 150 mm and one 5 mm x 200 mm ranger drug coated balloons. Following treatment, post dilation was performed using two 5 mm x 220 mm sterling pta balloons, two 6 mm x 220 mm sterling pta balloons and placement of two 6 mm x 150 mm eluvia drug eluting stents. The final residual stenosis was noted to be 10%. On the same day, the subject was discharged from hospital on aspirin. On (B)(6) 2025, on the same day of index procedure, during the treatment of target lesion, embolism was noted distal to the target lesion. During lesion crossing with a re-entry device and subsequent pre-dilation with 4 mm x 200 mm mustang pta balloon, distal embolization occurred. In response to the complication, bailout stent was placed, balloon dilation and aspiration thrombectomy was performed along with administration of tpa injection. The complication of embolism was considered to be resolved.

Manufacturer narrative:
A2 - age at time of event: 61 years old at the time of study enrollment. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.